Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The optical lens was found broken. Additionally, unit¿s fibers were found broken/dented, and the proximal end had severe material deformation present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus oes elite telescope, the glass was broken. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The suggested phenomenon was presumed to have been due to excessive use, or considerable mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.